Event description:
A medtronic representative reported that, while in an iso-c fluoro navigated spine procedure, the surgeon alleged an inaccuracy. There was a depth discrepancy with a thoracic probe with navlock, more anterior in vertebral body than with screws. The surgeon did not navigate the screws and was using non-medtronic screws and driver. In trouble-shooting, the surgeon took a new anterior posterior (ap) and lateral, accuracy was good. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative, following-up at the site, reported using non-medtronic equipment is off-label use. The screws were in good position but not as deep/anterior as the surgeon preferred. (B)(6) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that the surgery was not an iso-c case, just regular fluoronav with a 9in oec c-arm with a calibration target attached. The surgeon did not re-position any of the screws. The software investigation found that a probably cause was unable to be determined without further information since the behavior could not be replicated. The most likely cause was that the operator used a thoracic probe to start the drill hole but could not control depth while using non-navigated alphatek screwdriver causing discrepancy between navigated thoracic probe and non-navigate alphatek screwdriver.